Event description:
As reported by our chinese affiliates, during implant of a 23mm sapien 3 valve inside of a degenerated 23mm non-edwards surgical valve in the aortic position by transfemoral approach, the valve was accurately aligned on the balloon of the delivery system, leading to a successful implant. However, due to the initially undersized surgical valve, the post-implantation pressure gradient was 19 mmhg. Consequently, it was decided to post-dilate with a 22mm atlas balloon. Unfortunately, the needle dropped significantly to 16 atm, prompting the withdrawal of the balloon. Subsequent ultrasound evaluation revealed moderate to excessive central regurgitation, which was suspected to be the result of a hard guide wire pressing against the valve leaflet. The balloon was withdrawn, the guide wire replaced, and a pigtail catheter exchanged. Ultrasound evaluation following these interventions indicated persistent moderate central regurgitation. The valve was re-expanded using a 24mm atlas god balloon, applying pressure to 18 atm. The pressure pump needle fell back again, and after the balloon withdrawal, a second kit of 23mm sapien 3 valve was immediately prepped and used. The second valve was successfully implanted revealing an average pressure gradient of 3 mmhg and absence of perivalvular leakage or central reflux. The patient blood pressure recovered gradually, remained stable, and the patient was extubated. A preoperative ultrasound assessment revealed a peak flow rate of 5.7 m/s in the main valvular continuous wave (cw), with a peak pressure gradient of 73 mmhg and an average pressure gradient of 42 mmhg, indicating significant stenosis with associated regurgitation subsequent to surgical valve degeneration. The surgical procedure involved the completion of the valve, subsequent measurement of the catheter pressure, which was found to be 40 mmhg.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary written by edwards lifesciences: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed. Available information suggests that procedural factors (valve post-dilation and guidewire positioning) likely contributed to the event as indicated in the event description 'it was decided to post-dilate with a 22mm atlas balloon', 'the valve was re-expanded using a 24mm atlas god balloon' and 'hard guide wire pressing against the valve leaflet''. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to over inflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Similar to impingement due to calcification, guidewire positioning may impact the ability for the thv leaflets to properly function. Positioning the guidewire in a way that impedes the thv leaflets ability to open and close, will result in thv regurgitation. This should resolve when the guidewire is removed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.